Manufacturer narrative:
(B)(4) - follow up #001. Initial pr (B)(4) issued MFR. Report # 1531186-2013-03800, indicting the date facility/importer was aware as 08/31/2013. The correct awareness date is 07/31/2013.

Event description:
Provider states all four casters are splitting.